Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning was alerted for an atrial lead position check failure on the right atrial (ra) lead. All therapies were disabled. The ra lead remains in use. No patient complications have been reported as a result of this event.